Event description:
An adult woman with a history of congenital heart block who has a medtronic dual chamber pacemaker (implanted many years ago) presents to the hospital. She was recently noted to have episodes of ventricular oversensing consistent with lead fracture and leading to inappropriate inhibition of pacing. She was referred for right ventricular (rv) lead extraction and replacement. During the case, the atrial lead was also noted to be prolapsed across the tricuspid valve with moderate to severe tricuspid regurgitation (tr). Her extraction was ultimately postponed after being unable to access the superior vena cava (svc) from the groin (and therefore unable to place a rescue bridging balloon). She was discharged with her device reprogrammed to vvi 35 (ventricular demand pacing) to assess her symptoms in follow up (she has intermittent complete heart block with a junctional escape). When she was seen in the office she described significant fatigue and dyspnea on exertion. She presented a few days later for extraction of atrial and right ventricular pacemaker leads with reimplantation of an atrial and right ventricular lead medtronic pacemaker.